Event description:
Caller reported an issue where the insulin gauge on the pump displayed an amount different than expected, specifically experiencing a fill estimate issue with a static display value of 100. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on the cause of the issue, explaining that it can occur due to a variance in measured pressures affecting the insulin amount calculation. Once the insulin amount equaled the static number, it would resume counting down normally. The caller understood and acknowledged the explanation.